Manufacturer narrative:
Company comment: the serious event of vascular injury was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-nov-2025 by a 68-year-old female patient reporting her own case. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received a treatment with restylane to unknown location (unknown amount, lot number, injection technique and needle type). After treatment, the patient reported that the restylane had affected an artery (vascular injury). She was hospitalized for ten days and received oxygen every two hours. Then, the filler was removed with unspecified treatment after five days. Outcome at the time of the report: affected an artery was unknown.